Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 00 - software - 0x219e issue was verified, but the battery-not holding charge issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced an elevated blood glucose level displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. Reportedly the customer continued to use pump for insulin therapy.